Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
My dad swallowed the polident antibacterial denture cleaner [accidental device ingestion] case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received denture cleanser (polident) tablet (batch number unk, expiry date unknown) for product used for unknown indication. On (B)(6) 2021, the patient started polident. On an unknown date, an unknown time after starting polident, the patient experienced accidental device ingestion (serious criteria gsk medically significant). Polident was discontinued on (B)(6) 2021 (dechallenge was unknown). On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident. Additional information: this case was reported by a consumer via call center representative (phone) on (B)(6) 2021. Consumer stated that, "my dad swallowed the polident antibacterial denture cleaner."